Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was not returned for analysis; it was disposed of by the hospital staff. Eng eval completed on 12/05/2018. (B)(4) the modular reverse reamer starter head was likely reamed off-axis, resulting in fracture at the welded interface between the head blades and the shaft. However, this cannot be confirmed as the device was not available for evaluation. Design-related issues: the design of the modular reverse reamer starter head has been in the field since 2009. Exactech has received 29 similar complaint reports involving broken pilot tips in modular reamer head devices since 2009. This is considered "very low" according to the frequency of occurrence ranking scale. A previous crc and CAPA were opened regarding pilot tip fracture. As a result of (B)(4), a warning regarding off-axis reaming was added to the operative technique and a field advisory notice was issued. Another crc has been opened due to an increase in incidence of pilot tip fractures since the closure of (B)(4). Mfg-related issues: manufacturing-related data could not be evaluated for the modular reverse reamer starter head because the manufacturing lot number was not provided. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the risk management report. The broken device reported in experience (B)(4) was likely the result of reaming off-axis, which allowed for a torque on the pilot tip of the device, leading to ultimate failure. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. The broken tip of the reamer was pulled out with a small hemostat and the surgery continued. An investigation was conducted; the broken device reported was likely the result of reaming off-axis, which allowed for a torque on the pilot tip of the device, leading to ultimate failure. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
Hold gn 11-2-21it was reported from the us that during an orthopedic surgery the pilot tip broke. The patient had very hard bone on the glenoid. The surgeon made a pilot hole with a starter drill and was noted to be ¿kind of off angle with the reamer¿ and due to the heat generated the tip of the reamer broke off. The surgeon was able to get the tip out with a small hemostat and the surgery continued with a larger reamer. No delay to surgery or adverse event to the patient. Post op the patient was fine with no issues following surgery. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. The broken tip of the reamer was pulled out with a small hemostat and the surgery continued. An investigation was conducted; the broken device reported was likely the result of reaming off-axis, which allowed for a torque on the pilot tip of the device, leading to ultimate failure. However, this cannot be confirmed as the device was not available for evaluation.